Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving clonidine, morphine, and a third unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radiculopathy. The healthcare provider¿s office told the patient they have missed 4 refill appointments since 2013. Due to missing those appointments, the patient¿s healthcare professional will not take the pump out. The patient missed the appointments because her son was in the hospital due to diabetes complications. The pump had been in her for 5 months with no medication. The patient missed her refill on (B)(6) 2015 because she had the flu with a 103.7 temperature, diarrhea, and vomit. The pump was causing bad discomfort since (B)(6) 2015. It was unknown if the change in therapy/symptoms was sudden or gradual. The dates of all the missed refills were unknown. The patient was switched to morphine even though they were allergic to oral morphine in (B)(6) 2015. The patient knew they were allergic to oral morphine for years.